Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing and a productive cough. The patient did receive medical intervention and was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.